Manufacturer narrative:
The remote service engineer provided the recommended parts to replace in order: power cord, power supply, and power management pcba. The customer reported that a power supply was ordered but the item at fault was the power cord. The customer replaced the power cord to resolve the reported issue.

Event description:
It was reported to philips that the device is not getting ac power. It's running on internal battery. The device was not in clinical use at the time of the event. There was no report of patient or user harm or impact. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated the unit is not getting ac power and only runs on internal battery. While speaking to the customer, the unit was operating on ac power, and he verified the 24 volts in service mode. He evaluated the power cord to see if it was intermittent, but no problem was found. The biomed stated that the battery manufacture date was 03-09-2020, and the voltage read 16.12 after ac was pulled. The rse provided the recommended parts to replace in order.